Manufacturer narrative:
The device was not retrieved for evaluation due to the reported endocarditis. The device history record (DHR) review could not be performed as the serial number is unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to the event but the cause remains indeterminable. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 33mm mitral valve was explanted after an implant duration of six year, five months, due to calcification leading to stenosis, however at explant some endocarditis was found. It was reported the cause of the explant was not due to endocarditis. The microbiologist test showed no growth. Reportedly the patient had marfan´s syndrome. A mechanical valve was implanted in replacement. The patient was noted as discharged home.